Manufacturer narrative:
(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon noticed that there was smoke coming from the aquamantys device tips. Saline was functioning as intended. The smoke was different than the usual steam/vapor that is usually produced. There was no patient harm reported.

Manufacturer narrative:
Product analysis #702531893: brief description of complaint: during the case, the surgeon noticed that there was smoke coming from the handpiece tips. Saline was still flowing. The smoke was different than the usual steam/vapor. No sparks were noted. Staff had the generator set to 190 watts and low flow. Investigation conclusion: the reported issue was not confirmed. The device successfully activated, as evidenced by saline boiling as it couples with the active electrode. Additionally, normal uniform saline flow rate was established and the expected steam/smoke was observed. The reported complaint description of ¿smoking of the device different than the usual steam/vapor¿ was not replicated in the laboratory environment. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the surgeon noticed that there was smoke coming from the aquamantys device tips. Saline was functioning as intended. The smoke was different than the usual steam/vapor that is usually produced. There was no patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.